Event description:
As reported by the user facility: IV catheter and stylet inserted into vein. When removing the stylet, a protective cover is supposed to cover the sharp end of the needle. In this instance, that protective cover did not go all the way to the end of the needle so a portion was still exposed. The nurse was stuck with the dirty needle when she was disposing of it. Additional information received from the reporter indicates that the needlestick occurred during clean-up. When the nurse went to clean-up, she got stuck with the needle. At this point, the nurse realized that the clip was not covering the tip of the needle. The lot number and material number are unknown as the packaging had been discarded by the nurse.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4), and b. Braun (B)(4). This report has been identified as b. Braun (B)(4). Without the lot number a complete investigation, including a DHR review, could not be performed. The actual device, however, was returned for evaluation. Visual inspection of the returned sample did identify the safety clip was located on the shaft of the needle and was not covering the tip of the needle. The catheter was not returned. The sample and all available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available from the actual site of manufacture. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.